Event description:
Info rec'd indicates the head of the bed cannot be raised.

Manufacturer narrative:
The tech found the head up valve stem was sticking. The tech replaced the head up valve stem to repair the bed.